Manufacturer narrative:
A review of the manufacturing records for this lot did not reveal any non-conformity relevant to this reported event.

Event description:
This procedure was performed in (B)(6). During the procedure, it was reported that the evercross pta balloon had no visible marker bands under fluoroscopy. The procedure was completed using another pta balloon, which showed the maker bands. No injury to the patient reported.

Manufacturer narrative:
Device evaluation summary: the evercross device was returned inside a previously opened evercross box which indicated lot a175754. No ancillary devices were included. Visual inspection: the evercross was inspected and noted dried blood on the outside of the balloon material . The balloon segment was inspected and identified a marker band at 1.3 and 7.5cm from the distal tip. The returned evercross showed it had two maker bands attached to the catheter in order to help identify under x-ray. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.